Manufacturer narrative:
12-nov-2021 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Male consumer via e-mail stated that his floss action toothbrush heads for his type 3756 electric toothbrush did not fit correctly, being very loose, and dropped off the toothbrush when in use. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Male consumer via e-mail stated that his floss action toothbrush heads for his type 3756 electric toothbrush did not fit correctly, being very loose, and dropped off the toothbrush when in use. No injury was reported.